Manufacturer narrative:
(B)(4). 1627487-05242011-002-r 1627487-12192011-003-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost a significant amount of weight in the past year and as a result he is experiencing pain at the ipg site. Reportedly, surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 to address the issue. The ipg was explanted and replaced with a new model and was relocated to a different location which resolved the issue.